Manufacturer narrative:
The device was returned to olympus for inspection. Additionally, the investigation found: that due to dent on distal end, water tightness was lost. Based on the results of the investigation, it is most likely the reportable malfunction probable causes could be due to some kind of stress such as damage or deterioration of parts. The most probable cause of this complaint is expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the endoeye flex deflectable videoscope exhibited that due to dent on distal end, water tightness was lost. There were no reports of patient involvement.